Event description:
A supplemental report is being submitted due to completion of the lab evaluation on 16-feb-2023

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-pc-8-9-6-b device of lot number c1990860 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 16th feb 2023. On evaluation of the devices the following was observed: visual inspection: safety wire returned separately. Break observer on the flexor approx. 25cm from the white tip. Stent partially deployed on return. Red marker is at the end of device. Functional inspection: handle is actuating fine for recapture and deployment. Unable to deploy stent. Manufacturing records: prior to distribution, all evo-pc-8-9-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-pc-8-9-6-b of lot number c1990860 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1990860. Instructions for use and/label: the notes section of the instructions for use, ifu0057, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the catheter is torn. Impossible to release stent. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per additional information, a second intervention was required and it was completed on another day, investigation findings conclude that a possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-jul-2023.

Event description:
The catheter is torn. Impossible to release stent. Patient is not harmed. No part detached inside the patient. "As per cc form": the physician tried to applicate the stent but had issues releasing it. As he retracted the system he realized that the stent was still on the placement system. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal while stent placement and removing the introducer. What endoscope type and channel size was used? Pentax duodenum. What was the position of the elevator? N/a. Details of the wire guide used (diameter, type, make)? Olympus visiglide 35g. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Bile duct and duodenum. How long was the stent in the patient by the time this complaint occurred? It while placing it. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? N/a. Did the patient require any additional procedures as a result of this event? Yes and no ¿ a second try for stent placement will take place ¿ but the patient was not harmed in charge of the occurrence. What intervention (if any) was required? Second try for stent placement. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. If yes, please specify what was observed and where on the device it was observed: the catheter is torn. Stricture information: what was the length and diameter of the stricture? N/a. Where was the stricture located in the body? Choledochus / bile duct. Was there resistance felt passing wire guide through stricture? N/a. Was there resistance felt passing the evolution through stricture? N/a. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? N/a. Questions related to during stent placement did the product fail during stent deployment or recapture? Both. If other, please specify n/a. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a ¿ no final placement. If yes, what was used? N/a. Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): what instrument was used for stent repositioning / removal? Forceps, snare, other: n/a. If other, please specify. N/a. Was resistance encountered during advancement and/or deployment? N/a. If yes, please when this was felt? Advancement or deployment n/a. How did the physician deal with this resistance? N/a. Was the lasso (suture) loop used during repositioning? N/a.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.